Event description:
It was reported that the patient received an inappropriate shock due to noise/ short interval counts (sic) consistent with lead fracture on the right ventricular (rv) lead. Rv lead pace/sense impedance trend also showed variability. The lead was capped and replaced. The device had less than one year left at the time of the rv lead revision so the physician elected to replace the device. The physician felt that this longevity represented premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the criteria for the right ventricular lead integrity alert were met, and the impedance trend on the rv (right ventricular) pacing lead was variable. 15 non-sustained tachycardia (nst) episodes and 9 ventricular fibrillation (vf) episodes of less than 220 ms v-v cycle are recorded between (B)(4) and (B)(4) 2013. 27764 v-sic occurred since implant. Lia triggered on (B)(4) 2013 due to meeting the conditions for nst and ventricular sic.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-45 implantable pacing lead, (B)(6) 2000; d274trk implantable cardioverter defibrillator (ICD), (B)(6) 2010; 4194 implantable pacing lead, (B)(6) 2006. (B)(4).